Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 575cc saline breast implant, catalog number 3501690, serial number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 575cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during doctor visitation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.